Event description:
A report was received that the patient's charger would not communicate with the ipg. The patient underwent a pocket revision because the ipg was too deep. The patient was doing well post-operatively.